Manufacturer narrative:
The device was returned to the manufacturer for analysis. As reported, the perc pin has been broken into two pieces. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the percutaneous pin broke in half. The surgeon was able to remove all the pieces from the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: device expiration date provided. Correction: device manufacture date updated to proper value.